Manufacturer narrative:
A ge representative evaluated the system and reseated the motor control board. The system operates as intended.

Event description:
It was reported that the system displayed an error which prevented the system from booting up. There is no report of patient injury or death.